Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle plunger was difficult to move. The following information was provided by the initial reporter: stated, when he draws his insulin, it is hard to push on the plunger rod to take injection stated, there are time when he cannot draw his insulin because the plunger rod is hard to move.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2213846. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle plunger was difficult to move. The following information was provided by the initial reporter: stated, when he draws his insulin, it is hard to push on the plunger rod to take injection stated, there are time when he cannot draw his insulin because the plunger rod is hard to move.